Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and six months later post filter deployment, lumbar spine five views showed that the inferior vena cava filter was seen. After four years and five months, it was reported that the operative filter perforated the vena cava. After two days, computed tomography of abdomen and pelvis without oral and with intravenous contrast showed that there was extremely large left-sided retroperitoneal hemorrhage. There were left lower lobe pulmonary emboli with evolving pulmonary infarct. There were multiple nondisplaced bilateral rib fractures. Abdominal pain was reported. The patient reportedly expired because of perforation of inferior vena cava by filter with resultant retroperitoneal hemorrhage and the death certificate was received. After two days, autopsy was performed. It demonstrated an inferior vena cava filter with perforation of the inferior vena cava created a large retroperitoneal hemorrhage and hemoperitoneum. Approximately two liters of liquid blood and clot were measured from areas with clot areas not able to be measured as blood was extravasated into musculature. Cause of death was hypovolemic shock secondary to hemorrhage from inferior vena cava perforation by filter. Manner of death was accident. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d4(expiry date: 02/2009), g3. H11: g1, h6(patient, device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At an unknown time post filter deployment, the filter allegedly tilted and embedded in the wall of the inferior vena cava. Additionally, filter strut(s) perforated into organs. The plaintiff allegedly experienced bleeding and subsequently expired. The filter was removed via an open abdominal procedure during the autopsy.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - migration of the filter. This may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position - perforation of the vena cava wall by the legs of the filter. - recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. - caval occlusion. The probability of this occurring should be weighed against the inherent risk/benefit ration for a patient who is experiencing pulmonary embolism, or who is likely to do so without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: a patient with a history of deep vein thrombosis and pulmonary embolism was scheduled for placement of a vena cava filter. The right internal jugular vein was punctured and an inferior venacavogram was performed.the filter was deployed and there were no complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - migration of the filter. This may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. -perforation of the vena cava wall by the legs of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At an unknown time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc. Additionally, filter strut(s) perforated into organs. The plaintiff allegedly experienced bleeding and subsequently expired. The filter was removed via an open abdominal procedure during the autopsy.